Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted during testing. Motor passed motor test. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, displacement test. The insulin pump was unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump had cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received several motor error alarms. The customer's blood glucose was 4.4 mmol/l at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the alarms were erased in the alarm history. The insulin pump will be returned for analysis.